Manufacturer narrative:
A review of the device history record is not possible as no lot number was provided. The actual complaint product was not returned for evaluation. Root cause could not be determined. All information reasonably known as of 09 jun 2020 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical inc. Complaint database and identified as complaint (B)(4).

Event description:
Avanos medical inc. Received a single report that referenced five different incidences, which were associated with separate units, involving five different patients. This is the fourth of five reports. Refer to 2026095-2020-00086 for the first report. Refer to 2026095-2020-00087 for the second report. Refer to 2026095-2020-00088 for the third report. Refer to 2026095-2020-00090 for the fifth report. Fill volume: unknown. Flow rate: unknown. Procedure: unknown. Cathplace: unknown. Infusion start time: unknown. Infusion stop time: unknown. It was reported that a fast flow event occurred; the total infusion time was greater than 15% faster than expected. No patient injury was reported.